Event description:
The customer reported the ventilator would not power on. The customer reported the unit was in use on pt, but there's no pt harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
Office contact information: (B)(4). The philips fse confirmed the customer¿s complaint. It was also noted the o-ring was not working and the fan filter was in a deteriorated state. Both were replaced. The device passed all testing and meets manufacturer¿s specifications.

Event description:
The customer reported the ventilator would not power on. The customer reported the unit was in use on patient, but there's no patient harm.